Event description:
Procedure type: bowel resection. According to the reporter: the surgeon opened the handle and there was improper staple formation right from the start. Resected with second handle and had some result. A third handle was opened and it worked fine.

Manufacturer narrative:
(B)(4).